Event description:
The reporter contacted lifescan to report many unspecified error messages. The reported issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
The 510(k) # is k082590.